Event description:
Additional information received noted that the implantable cardioverter defibrillator (ICD) was reprogrammed but instances of post-paced t-wave oversensing (pptwos) continued. No further intervention was reported. There were no patient consequences.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.